Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the aus instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient was diagnosed within weeks of the implant with an undetermined infection located around an artificial urinary sphincter (aus) balloon. The physician did not believe the infection was caused by the device. The patient was treated with antibiotics, lavage of cavity and the removal of the existing device. There were no malfunctions associated to the explanted components. A posterior revision surgery was performed in which a new aus system was implanted. The patient had a good recovery following the procedure.